Event description:
The customer reported that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test and displacement test. The insulin pump alarmed for a motor error during the occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.